Event description:
It was reported that patient with a biopsy-proven adenocarcinoma mass underwent an exploratory laparotomy, partial left colectomy with primary end-to-end stapled anastomosis and mobilization of splenic flexure. Operative report provided indicates surgeon noted ¿excellent hemostasis¿ and ¿doughnuts to be inspected and completely intact.¿ patient initially did well post op and was advanced to soft diet. Patient then developed pneumonia, fever, signs of renal failure and on post op day 12, underwent a laparoscopic-converted-to-open takedown of colorectal anastomosis, repair of enterotomies, and end transverse colostomy. The surgeon drained almost 2 liters of purulent material and stool from the peritoneal cavity and noted ¿a large amount of bilious appearing succus entericus was also drained from a walled off area in the left abdomen that was associated with two enterotomies.¿ the surgeon further noted ¿a near complete dehiscence was found at the colorectal anastomosis.¿

Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2022 please see attached medical records. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.